Manufacturer narrative:
Concomitant medical products: product ID 407652, serial# (B)(4), implanted: (B)(6) 2016. Product ID: en1dr01, serial# (B)(4), implanted: (B)(6) 2016.

Event description:
It was reported that the atrial lead dislodged shortly after implant. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.